Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 4068-45, implantable pacing lead, (B)(6) 1997. Asedr01, implantable pulse generator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was defective. Follow up with the physician's office determined that the rv lead had falling impedance as well as oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.